Event description:
During an intervention treating a media occlusion on the right side the physician was using a reperfusion catheter and separator 041. The clot had been retrieved well but the physician noticed that the distal tip of the separator was stretched to 4 times its length. The physician changed to a new separator 041 and finished the intervention. The patient is well.

Manufacturer narrative:
Device investigation: results: the wire tip beyond the teardrop structure has its core wire broken at the distal end of the teardrop and is attached by only the wrapping wire. There are multiple bends in the body of the separator but these appear to be the result of post procedural handling. Conclusion: the "stretching" of the distal tip of the separator noted in the complaint is confirmed. The cause was a break in the core wire of the separator. Although the cause of this break cannot be directly determined, the hook in the broken segment of the distal wire suggests that the separator continued to be used after the distal tip had folded back upon itself, stressing the core wire until it broke. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.